Event description:
I received a titan axs by drive medical wheelchair and have been dumped/thrown from the wheelchair multiple times since receiving it in november. The front casters are bending with use. It started with one caster and has moved on to a second caster. The chair catches on the slightest bump or elevation changed and depending on the speed and if the elevation change is effecting both or one wheel, "win" send the chair spinning. I have never encountered such radical issues with using a wheelchair in my life. I live in (B)(6) where it is fairly accessible to get around. I don't live in the country nor do I have to "off-road" or do any extreme activities to get from point a to point b with the chair.